Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5 months ago. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuousity and mild calcification. The aortic neck angulation was 5 degrees. It was reported that approximately 4 months post-implantation, the pt presented with leg pain, and an angiogram demonstrated that there was a total occlusion of the right iliac limb from the flow divider to the end of the stent graft. There were no kinks in the stent graft via the angiogram, and the cause of the occlusion is unk. The pt was discharged and will be brought back later for a femoral-to-femoral bypass. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: graft occlusion.